Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate atp and high voltage shock therapies due to supraventricular tachycardia episodes diagnosed as ventricular tachycardia episodes. The physician reprogrammed the device. The patient was stable after the event and will be followed up routinely.